Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable tubing alarm was noted. No patient consequences were reported. No adverse effects were reported.